Event description:
The customer reported a clear fluid leak on a coulter lh 500 hematology analyzer. The customer could not identify the source or estimate the volume of the leak. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found a slow leak and replaced the white blood cell (wbc) count line silicon tubing through pinch valve pv3 to remedy the slow leak. The tubing was not well-connected to the fitting on the wbc bath, contributing to the leak. The repairs were verified per established service procedures. (B)(4).